Manufacturer narrative:
The returned acutrak® 2 .062" x 9.25" guide wire was examined visually under magnification. The fracture occurred approximately 1" from the tip of the guidewire. The broken end exhibits discoloration, and rotational scratch marks. There is a smooth outer ring on the tip, and then a sudden edge break, and hollowing out in the center of the tip, indicating initial fatigue and torsional, then brittle fracture failure. According to the acutrak 2® surgical technique (effective: 06/2014), the acutrak 2 5.5 mm screw is only indicated for fixation of small bones, bone fragments, and osteotomies. Only the acutrak 2 7.5 mm screw may be used for fusions, fractures, or osteotomies of the following long bones: clavicle, humerus, radius, ulna, ilium , femur, patella, fibula, tibia, talus, malleolus, and calcaneus. The 7.5 mm screw utilizes a bigger guidewire (.094") and a threaded option of the same size is offered as well to accommodate for dense bone encountered in these areas.

Event description:
While inserting a guide wire into the distal humerus to implant an acutrak 2 5.5mm screw, the guide wire snapped, and remains implanted. The surgeon admitted fault to this issue.